Event description:
It was reported the ¿consumer could not see anything visibly different on these catheters prior to inserting. They did feel "rough and dry" going in and resulted in "1/2 ounce to 3/4 ounce of blood" noted in the catheter, upon removal of the catheter which immediately stopped. He is not on blood thinners. He said he had started to experience uti symptoms that started "a little before" he had this difficulty and bleeding with the catheters. He said last wednesday he went into the urologist because his uti symptoms worsened with frequency and dysuria. He was prescribed an antibiotic but he could not relay the name of it. He has been directed by his doctor to avoid cathing for a few days until the antibiotics "get in his system." He caths 3 x a day and has been using these catheters for about 2 years. He has had "3 or 4" utis in the last year. He states he is good about washing his hands prior to cathing. When asked if he avoids touching anything with the catheter prior to inserting in urethra to keep it sterile, he said he "tried to" but sometimes it will touch something and he still uses the catheter and he ran out of antibacterial wipes a while ago so he has not been wiping his meatus prior to cathing.¿ end user was reminded on prior clean intermittent cathing techniques to avoid infections. He reports feeling better now on antibiotics.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092 . Manufacturing site: 3005471919.